Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) that occurred during drain 5 of 5 was not confirmed due to a lack of sample. Based on the information obtained during baxter's investigation, this incident was determined to be due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. The batch review was not performed because the lot number is unknown. A labeling review found the homechoice user's manual to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's global technical service center to report a system error 2240 (indicating air in the set) on the homechoice (hc) machine during drain 5 of 5. The home patient (hp) had disconnected to go to the bathroom, but didn't press stop. The hc started alarming and the hp reconnected. The hp was referred to the registered nurse. The proper disconnect procedure was reviewed. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The device was discarded. A follow-up report will be submitted if additional information becomes available.